Event description:
Additional information updated with new adverse event for acute respiratory failure with hypoxia. The relationship is listed as possibly related.

Manufacturer narrative:
Product was not returned for investigation, only event logs were received. Data log confirms several placement signal low alarms with placement signal dropping from 80/40 to 40/0 for about an hour on 16-oct. Motor current and pump flow showed some fluctuations and were found to slight decrease after the placement signal issue was resolved. Snr dropped below 1500 and contrast was drop below 10, during the optical signal issue without affecting other 5s optical parameters. No placement signal low alarm issue was noted later during the case run. Data logs also suggest gradual decrease in placement signal till second day of implant, without any noted major impact on motor current and pump flow. As per the clinical details, a low placement signal alarm was reported on 16-oct, with the pump position marked at 84 cm. This was a 3 cm difference compared to the reported position before and after the update in the patient report. Additionally, at the time of the low placement signal, the cvp was reported to have decreased to 10 cm from the pump placement time, with reported rv dysfunction and lv offloading condition. The cause of the hemolysis issue was not determined since the product was not returned for investigation and the data log was inconclusive without sufficient clinical information.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening anemia with a "possible" relationship to the impella device use. Additionally, it was noted that the patient endured worsening hemolysis with a "probable" relationship to the impella device. No concern for active bleeding but this lead to impella removal and possible intra-aortic balloon pump insertion. The issue did not resolve. There was also a call regarding a placement signal low alarm. The team was advised to perform an echocardiogram and reposition the device. Ultimately, care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
A.4, a.5 and a.6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿